Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line. Reportedly, the customer commonly fills the cartridge first using the fill tubing step without connecting the infusion set at the luer lock. Then the customer attaches the infusion set tubing to complete the fill tubing step. There was no reported impact to the customer's blood glucose level. The customer primed the tubing successfully and insulin delivery was resumed.